Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, stent fracture occurred. The target vessel was located in the left anterior descending artery (lad) and the left main. Th physician implanted a promus premier stent in the lad and back into the left main, the stent was post dilated with a 3.5 x 12 mm non-complaint balloon. When the physician noticed the stent appeared to be fractured. No patient complications were reported and the patient status is fine.